Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was in ventricular tachycardia (vt). Commanded anti-tachycardia pacing (atp) was attempted but was ineffective and accelerated the rhythm. Further therapy was delivered but did not convert the vt. The physician attempted commanded shocks but was unable to because the button was grayed out on the programmer. Boston scientific technical services (ts) was contacted and discussed the reason why commanded shocks could not be delivered was because the device was programmed to monitor only. The device was reprogrammed and a commanded shock was then used to convert the patient. Several days later the patient had an ablation procedure due to slow vt. The physician was questioning why the patient received a shock. Ts reviewed electrogram (egm) and noted the device exhausted all atp therapy programmed and delivered a shock. There were no shocks programmed in the vt-1 zone so no other therapy was delivered. The patient is not symptomatic and there was no additional adverse patient effects reported. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.